Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: detailed complaint and failure description: "options disappeared / options not found. The unit has not been on for a long time. Already set date and time and restart unit." No patient involvement.